Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (b)(6) 2026with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 412 mg/dL while wearing the Pod between 25 and 36 hours. Reported symptoms include vomiting, pallor and difficulties with vision. The patient was treated with intravenous fluids and insulin. The Pod was also replaced at the hospital and the patient was able to continue treatment with a new Pod. The patient was discharged the next morning.